Event description:
It was reported that the cuff was not uniform with tracheostomy tubes. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Functional test shows; the air cuff symmetry test was performed to the units accordingly and leak testing and cuff symmetry visual aid. Cuff symmetry fixture was used and rule. The results: when the samples 1,3,4,5,6,7 were inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When the sample 2 was inflated with air, the cuff inflated without problems. When measuring the cuff, the percentage for the symmetry was sample 1: 35%, sample 2: 50%, sample 3: 50%, sample 4: 35%, sample 5: 33.3%, sample 6: 40% and sample 7:45%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within specification. The complaint is not confirmed. No root cause could be determined since the complaint was not confirmed since the sample successfully passed the cuff symmetry test. No actions were performed since the complaint was not confirmed. This remediation MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4).